Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. During a procedure involving a 15mmx2.50mm wolverine coronary cutting balloon, the balloon ruptured. The device was successfully removed from the patient and the procedure completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. During a procedure involving a 15mmx2.50mm wolverine coronary cutting balloon, the balloon ruptured. The device was successfully removed from the patient and the procedure completed with another of same device. No patient complications were reported. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon had been inflated. No tears were visible in the balloon material. The device was placed in a water bath at a temperature of 37 degrees celsius in order to allow the blood, which was visible in the inflation lumen, to soften. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a small bubble leak was identified in the balloon. A microscopic examination of the balloon material identified a pinhole in the balloon material which was located over the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and microscopic examination identified a large build-up of solidified blood inside the inflation lumen. Further analysis identified a kink in the distal extrusion. The kink was located at 18 cm proximal to distal tip. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Manufacturer narrative:
The device was returned for analysis. Visual examination identified that the balloon had been inflated. No tears were visible in the balloon material. The device was placed in a water bath in order to allow the blood, which was visible in the inflation lumen, to soften. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a small bubble leak was identified in the balloon. A microscopic examination of the balloon material identified a pinhole in the balloon material which was located over the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and microscopic examination of the shaft polymer extrusion identified a large build-up of solidified blood inside the inflation lumen. Further analysis identified a kink in the distal extrusion. The kink was located at 18 cm proximal to distal tip. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.